Event description:
The device was returned for analysis after being explanted for normal battery depletion. It tested out of specification during manufacturer's analysis. No patient complications were reported as a result of this event.